Event description:
Explant at implant due to severe mitral regurgitation. At implant it was noted that the valve seemed inadequate and there was some leak in the valve per the operative report. No further info was provided.